Event description:
Additional clinic notes were received indicating that the battery status was checked and was ok, and no error messages/malfunctions were seen with the vns. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient would like to have the vns explanted due to believing that the vns has made her condition worse. The physician attempted adjusting settings and advising the patient to keep the vns. No additional relevant information has been received to date.